Manufacturer narrative:
(B)(4). Batch # p91m62. The device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a trans-anal total mesorectal excision procedure the upper jaw of the device broke and became unhinged, but did not fall off the device. Procedure was completed with another device of the same product code. There were no patient consequences reported.